Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. It is reported that the stent failed to cross the lesion and the stent was then noted to be deformed. It is indicated that the lesion was very calcified as another stent also failed to cross. The procedure was completed using another resolute onyx device. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was a kink on the catheter 55.4cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen most due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.